Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the mornings (270 mg/dl). Customer stabilized blood glucose levels by delivering a bolus using the pump. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to review pump setting with health care provider.